Event description:
It was reported that during a bowel procedure, they were stapling the momentum with a white reload the first two firings were fine, the third firing when they closed the locking handle after 15 seconds is popped open and would not stay closed. They opened another like device and the first reload fired correctly and the second firing the device would not stay closed. There was no firing on tissue at either time due to the device would not stay closed to fire the devices. They used another device and it worked fine. No patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged release button the analysis found that device (a) was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not in the home position. The damage of the clamp arm causes the device not holding in the closed position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was received for analysis and with one ecr60w cartridge unfired loaded in the device . Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not on the home position. The damage of the clamp arm causes the device not holding in the closed position. The instrument was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.